Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) recently received an inappropriate shock while using a hairdryer. The patient was subsequently evaluated in-clinic, where the physician performed extensive provocation testing. The automatic set-up tool was performed, but it was determined that none of the three sensing vectors were suitable due to low r-wave amplitude measurements. Boston scientific technical services (ts) was contacted for discussion, and it was noted that the patient had previously received an additional inappropriate shock in the primary vector. Although the physician was informed that the risk of inappropriate shock therapy was still high due to the decreased amplitude measurements, the device could be programmed to the alternate sensing vector. Additionally, x-ray images were reviewed, which confirmed that the electrode was positioned very cranially, which could have contributed to the low amplitude measurements. The physician elected to reprogram the device to the alternate sensing vector and continue with remote monitoring to resolve the event. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.